Event description:
It was reported that during an elective stent assisted angioplasty case slow deflation of the balloon was observed. There was no reported clinical consequences to the patient due to this observation.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the physician used a 10cc syringe to inflate the reported device. The device directions for use (dfu) instructs to use a 1cc syringe to inflate the device. ¿attach 1 ml syringe to luer-activated valve and transfer recommended balloon inflation volume." It is possible that the reported event occurred because of the use of a larger syringe than instructed by the device dfu. An assignable cause of ¿use error¿ was assigned to this event.

Event description:
It was reported that during an elective stent assisted angioplasty case slow deflation of the balloon was observed. There was no reported clinical consequences to the patient due to this observation.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during an elective stent assisted angioplasty case slow deflation of the balloon was observed. There was no reported clinical consequences to the patient due to this observation.